Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the trachea to treat a tracheoesophageal fistula during a tracheal stent implantation performed on (B)(6) 2024. During the procedure, the stent deployment suture could not be pulled halfway. The stent was removed partially deployed on the delivery system, and it was found that the product nodules were stuck and blocked the deployment. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. ***additional information received on january 14, 2025*** it was reported that the stent was to be implanted to treat a less than 1 cm esophago-tracheal fistula. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture was knotted.

Manufacturer narrative:
Block b5 was updated based on the additional information received on january 14, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial delivery system was received for analysis; the device was returned without the stent and stent deployment suture. Visual examination of the returned device found the shaft was bent. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported events of stent partially deployed and stent deployment suture knotted as the delivery system was returned without the stent and stent deployment suture. The reported event of shaft bent was likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. Taking all available information into consideration, the investigation concluded that there is not enough evidence to establish the cause the reported events of stent partially deployed and stent deployment suture knotted without proper evaluation of the device. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the trachea to treat a tracheoesophageal fistula during a tracheal stent implantation performed on (B)(6) 2024. During the procedure, the stent deployment suture could not be pulled halfway. The stent was removed partially deployed on the delivery system, and it was found that the product nodules were stuck and blocked the deployment. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.